Event description:
Registered nurse (rn) with 4 attempts at peripheral intravenous line (IV) - flash blood on all sticks - unable to get blood to come down piggy tail tube of the bd nexiva IV. Patient with cardiac history - patient in sinus rhythm (sr), but if they had been in rapid ventricular response (rvr) or supraventricular tachycardia (svt), possible harm and delay in care.